Event description:
It was reported that when the patient presented remotely through merlin.net transmission, post-sensed t-wave oversensing on the ventricular lead was observed on stored egm. Programming changes were made.